Event description:
Sales rep delivered the components for surgery. When the tray was opened, the o.r. Realized that all the components of the implant tray were not available for surgery. Patient was brought into o.r. And the missing component was not discovered until after the patient was already given a nerve block. Patient's surgery had to be rescheduled.